Event description:
According to the reporter, in a laparoscopic inguinal hernia repair, the end of the trocar broke off during insertion into the abdominal cavity. The tip of the trocar fell into the pre-peritoneal abdominal cavity and was retrieved using a grasper through another trocar. Subsequently, the other trocar had its seal ring come off during insertion of the mesh down the trocar. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc, (lot # j4e4850gy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the main valve seal was disengaged. The lock collar, main valve seal, and converter doors were received and were intact. The inflation syringe was received. The obturator was not received. Functionally, the balloon was attempted to be inflated using the received insufflation bulb however a hole at the distal end was noted. The flapper door, when actuated, opened, and closed properly. The converter doors moved freely and were secured in place. The lock collar moved up and down the cannula and snapped securely in place. It was reported that the end of the trocar broke off during insertion into the abdominal cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'sharp contact' that was not related to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue can occur when contact is made with a surgical instrument during clinical application. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.